Event description:
After almost 2 years of implantation, this lead was capped because of erosion and an infection.

Event description:
The facility representative reported on (B) (6) 2010 to the (B) (4) that a colleague infusion pump on displaying failure code 38:309:1924:0001occurred on the same business day. This failure code occurred during patient therapy and therapy was interrupted for 5 minutes. There was no adverse event, patient injury or medical intervention associated with this report. The software for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4) the pump has been reported to be available for evaluation and has been requested. However, the pump has not been received for evaluation as of yet. If the pump is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that a hole blew through the catheter during the power injection. The catheter was inside the patient however, the hole was located "up at the y hub". As a result, the catheter was removed. There was no reported patient death or injury. Medical/surgical intervention was not required. Additional information received from the hospital on (B)(6) 2010 stated the injection rate used was 18ml per second and they were using 150cc syringe.

Manufacturer narrative:
(B) (4) the device was received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause is that the u5 master prom was found improperly seated at the xu5 socket on the user interface module printed circuit board. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The user interface module master software (B) (4), categorized as unremediated.

Manufacturer narrative:
(B)(4). This medwatch was initially submitted on date 27 july 2010 and had failed submission, this medwatch will be resubmitted on 28 july 2010.